Event description:
It was reported that during device check, increased pacing lead impedance and elevated threshold were observed (B)(6) 2010. The patient received four shocks it is not known if the shocks were appropriate or not. The lead remains implanted

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.